Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: agarwala s, vijayvargiya m. Predictive factors affecting long-term survivorship of asr metal-on-metal total hip arthroplasty. Sicot j. 2021;7:51. Doi: 10.1051/sicotj/2021040. Epub 2021 oct 19. Pmid: 34668856; pmcid: pmc8527991. Objective and methods: the authors present the outcome of 97 asr (asr and asr xl) hips who presented for recall between september 2010 and february 2020 patients implanted between april 2005 and march 2010) in terms of revision rate, metal ion levels and their influence on function, and factors affecting survivorship. All patients were assessed for symptoms, radiographs, blood metal (chromium and cobalt), metal artefact reduction sequence (mars), magnetic resonance imaging (MRI), and computerized tomography (CT). All 20 revisions identified armd and were revised with constructs from depuy and competitor manufacturers. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: asr cup, femoral head, femoral augment, and unknown femoral stem adverse event(s) and provided interventions associated with depuy devices: radiographic identification of cup rlls and malpositioned cups (24 abnormal inclination and 9 abnormal anteversion)- an unknown number of these were revised 28 incidences of serum cr above 7ppb- unknown number of these were revised 43 incidences of co above 7ppb- unknown number of these were revised 61 radiographically identified armd- 20 known revisions

Manufacturer narrative:
Product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.